Event description:
Additional review indicated that the patient was dye studied, and he was very sick. The patient had dry heaves and bruises.

Event description:
Additional information received reported further infection, pump explant and patient status details. The previously reported infection was located in the patient's pump pocket, and included symptoms of redness, swelling, and drainage. (B)(6) was cultured in the pump pocket infection site. The patient was treated with IV antibiotics and a total device explant. The system explant date was not provided. The infection was identified as a post-operative wound infection. The patient outcome was reported as "infection resolved".

Event description:
It was reported that the patient experienced an infection along with a symptom of acute pain following a pump replacement. The patient felt a burning on the left side immediately after the replacement. The symptoms were over the pump location. The patient went to see nurse practitioner on (B)(6) 2012 and noticed that pus came out as stitches were removed. Patient was given a prescription for keflex. This didn't help and patient ended up going to the hospital on (B)(6) 2012. A cat scan determined patient had an abscess by the pump. Patient was sent to another facility and had infectious disease come look at issue. On (B)(6) 2012 pump was removed and patient was given antibiotics. Patient noted that health care professional (hcp) recommended patient to allow pocket site to heal for 2 months and to get a new pump implanted. It was noted that the hcp ended up taking patient down from "14 to 1" in dosing and ended up going through withdrawal. Patient had diarrhea, was throwing up, stomach cramps, eyelashes and hair hurt. This started immediately after pump was replaced and lasted about 1 week. Patient still had pain "all over." It was noted that eyelashes, hair, and both sides, legs and arms hurt due to hcp decreasing medications. Patient noted that he "almost got spinal meningitis." Hcp was able to stop this with medications. The patient was at home with an undetermined status. Patient currently on oral medications. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).